Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2010 (B)(6); 305u25 tissue valve 2007 (B)(6); addr01 implantable pulse generator (ipg) 2010 (B)(6). (B)(4) .

Event description:
It was reported that the patient's right ventricular (rv) lead constantly pacing patient caused ventricular dyssynchrony. A new lead was implanted as well as an upgrade to crt-p. No patient complications have been reported as a result of this event.